Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128 (lot: va2zdal); product type: 0200-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the patient was newly implanted with lead and ins yesterday and motor testing was done prior to connecting the ins and they received bellows and toe on all electrodes under 2.0 ma. Upon connecting the ins (and tightening the lead), there were high impedances on electrode 3 and it was noticed that the lead wasn't fully inserted in the header block. The healthcare provider (hcp) loosened the setscrew a quarter turn (caller didn't want them to completely unscrew the setscrew to where it comes out as they've seen that before) and was able to fully insert the lead. Caller stated that this resolved the impedance issue and impedance continued to be normal in recovery but it was noted that the patient was feeling stim at the pocket site. This morning, the caller spoke with the patient and walked through all the programs and the patient was only feeling stim on program 1 in the rectum at 4.0 ma and on program 2 near the ins site at 1.5 ma. The caller ultimately came back to program 2 and left the patient on program 2 at 2.0 but they weren't feeling stim. The caller mentioned that patient had a "good night" in terms of their symptoms. The caller was not with the patient. Technical services (tss) reviewed the potential of fluid being in the header block or a potential lead/ins header block issue that caused the lead to initially not be able to be fully inserted. Tss reviewed to have the patient monitor their symptoms with programs 1 and 2 and at follow-up appointment, check the impedances again and see if the patient felt stimulation on any of the other programs at that time. Tss reviewed if the patient wasn't able to get sufficient therapy, they may have to consider going intra-op for further exploration. Tss reviewed warranty information if patient needed to go back to surgery for replacement of any component(s).

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the stimulation at the pocket site was unknown. When asked what steps were taken to resolve the issue they stated that an impedance check will be performed by the physician at a post op. It was unknown if the issue had been resolved. The cause of the patient not feeling stimulation on program 2 at 2.0 was not determined. This issue was not resolved and no further actions would be taken.